Manufacturer narrative:
H3, h6: the actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
An optician reported that a consumer experienced red eye and burning. On 27apr2023, additional information was received, optician reported that the consumer experienced discomfort and corneal ulcer in the left eye after wearing contact lenses which led to the ophthalmic emergency room. The consumer had a "corneal scratching" to help the ulcer heal. The consumer was prescribed several medications and eye drops (unspecified) every hour in the morning and every two hours in the night and is still under treatment to this day. The current status of the consumer's eye was improving at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).